Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is completed. An evaluation is in-process.

Event description:
The customer generated a falsely decreased glucose result while using the architect c16000 analyzer. The customer indicated an initial result of 1.43 mmol/l and a retest on another analyzer of 4.67 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Component code: g03001. The field service representative (fsr) was dispatched to resolve the issue. The fsr inspected the instrument and resolved the issue by replacing the sample probe. No additional discrepant glucose result issues have been reported since the service activity was completed. A review of the service history for the architect c16000 identified no additional contributing factors. A review of manufacturing documentation and trending data for the sample probe identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.

Event description:
The customer generated a falsely decreased glucose result while using the architect c16000 analyzer. The customer indicated an initial result of 1.43 mmol/l and a retest on another analyzer of 4.67 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
This follow up is being submitted, to include d8 and h6 information previously submitted, using the h10 section in their respective fields. There is no change to the content of the data.